Manufacturer narrative:
The insulin pump had unresponsive down arrow button due to unlocked connector at lcd board. It was unable to perform the displacement test due to unresponsive buttons. Device had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that he was trying to bolus and noticed that the down arrow button on the insulin pump is not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.